Manufacturer narrative:
Clinical statement now clinical investigation clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient peritonitis has not been reported. However, it was indicated on the intake form this event did not take place during a pd treatment. In the absence of the required information concerning this reported event, the cause of this patient¿s peritonitis cannot be determined at this time. Based on the available limited information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Multiple attempts were made to obtain the information regarding this reported event; however, no additional information pertaining to additional patient information, details of this event or resolution of the patient¿s peritonitis was obtained. However, it was reported this event did not occur during a pd treatment. In the absence of the required information, the source and nature of this infection are unknown. The patient¿s current disposition remains unknown at the time of this reporting.

Manufacturer narrative:
Correction: a2 date of birth missing from initial report.

Manufacturer narrative:
Clinical statement: presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Multiple attempts were made to obtain the information regarding this reported event; however, no additional information was obtained. In the absence of the required information, the source and nature of this infection remains unknown. Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis.